Manufacturer narrative:
(B)(4): according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-04305 for a description of the other device. This report is for the second device it was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure. According to the complainant, during the procedure the two clips would not release from the catheter. They were able to remove both back through the scope; no tissue was torn with either device. The physician was able to complete the procedure with a third resolution clip device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.